Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Prior to the event, the customer was getting no delivery alarms on the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.